Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient remotely via merlin.net, the device was found to be in bvvi mode. Later during the clinic visit, the device was restored successfully. The patient was stable.